Event description:
A complaint was reported regarding a pt, whose lead had broken through the skin. The physician repositioned the lead, pushed it in deeper and closed tightly with the sutures. This was an off label use of the scs device for peripheral and occipital stimulation.

Manufacturer narrative:
The explanted device will not be evaluated, as it remains implanted in the pt. This is the final report.